Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had the tube push off non patient end needle during use. This event occurred 10 times. The following information was provided by the initial reporter: the customer stated "recently several times the tube was pushed of the eclipse signal needle, most occurring with lithium heparin tube and serum gel tube."